Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet observed hyperglycemia, with blood glucose reaching 355 mg/dl for several hours despite a meal announcement and a recent supply change; no leaks or kinks were observed, and the user was advised to replace supplies to mitigate a potential bent cannula and to disconnect from the ilet for at least two hours if administering manual insulin. Symptoms included not feeling well due to high blood glucose. Outcomes included user self-monitoring, consideration of backup therapy without medical intervention, and no alerts or alarms reported. Investigation included complaint handling, user interview, device use review, and troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no injury and no further issues reported after follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.